Event description:
The pt was admitted in 2006 with altered mental status, fever and increased spasticity. The pt was due for a refill in 2006. The reservoir volumes had not been checked at the time of the report. The hcp planned to deliver a therapeutic bolus. The pt was receiving lioresal 500 mcg/ml. The pt was in the intensive care unit and was reported to be stable.